Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-13999. The pt reported she has experienced pain in her hip ever since she was implanted with her scs system. The pt was advised to consult with her physician regarding the pain. The pt also reported that she never really had effective stimulation. The pt had stopped using her stimulation approx a year ago due to the adapter not being able to charge her charger. A new le charger was sent to the pt to address the issue. F/u info identified the pt is discussing replacement of her ipg with her physician. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.